Event description:
During the case for a hemicolectomy, isoflurane agent was being provided to the pt. The doctor noted that the agent analysis block read agent;however, no readings were being posted and the agent displayed box was black. The doctor believed the agent monitor was not functioning. A technician came into the room and believed the agent analyzer was not functioning also. The doctor continued the case and reported that the pt vital signs remained normal during the procedure. The doctor indicated c02 readings were present during the case. After the case, the technician informed the doctor that the isoflurane vaporizer was not properly mounted to the machine as it was not properly locked down. The doctor checked with the pt and the pt reported that they felt pulling, pressing, and a burning sensation during the procedure. Pt recollection; otherwise, no pt injury.